Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was high. Customer's blood glucose level was 401 mg/dl. Troubleshooting was declined. The site and infusion set were changed. The device was not returned.